Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's buttons are not responding. The battery was removed and reinserted. The insulin pump alarmed failed battery test. The button error alarm occurred again. The buttons are not responding. The blood glucose reading is 184 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had normal operating currents, no unexpected off no power, low battery or failed battery test alarms noted. Insulin pump had a minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.